Manufacturer narrative:
The monopolar curved scissors (mcs) instrument referenced in this complaint will not be returned to intuitive surgical, inc. (Isi) for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history shows additional complaints related to this product and/or this event. The report submitted under patient identifier (B)(6) documents the alleged arcing on the fbf instrument and the instrument investigation while report submitted under patient identifier (B)(6) documents the alleged arcing on the mcs instrument. A review of the device logs for the monopolar curved scissors instrument (part# 470179-19 / lot/serial# (B)(4)) associated with this event has been performed. Per review of the logs, the instrument was used on (B)(6) 2022 via system serial# (B)(4) matching the reported event date; however, the instrument was reused on (B)(4) 2022 via system serial# (B)(4). There were 0 uses remaining after (B)(6) 2022. This complaint is considered a reportable adverse event and malfunction event due to the following conclusion: it was alleged that the instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. In addition, it was alleged that the mcs instrument blade touched the insulator and generated a residue. The debris of the burn was retrieved during the same procedure since it was inside the cannula. Additionally, tests were performed to attempt to locate any missing fragment. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted total prostatectomy radical extraperitoneal with lymphadenectomy surgical procedure, the customer reported that a bright spark from the fenestrated bipolar forceps (fbf) instrument was observed. In addition, the monopolar curved scissors (mcs) was being used at the same time with the fbf instrument. According to the reporter, one blade of the monopolar curved scissors (mcs) instrument touched the insulator and a burnt residue was generated. The debris of the burn was retrieved during the same procedure since it was inside the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs was not inspected prior to use. Arcing occurred on the mcs instrument when it collided with the fbf instrument. The fbf instrument was grasping the tissue when the arcing event occurred. It was unknown if there was any thermal damage on the fbf instrument after the spark. There was no impact to the patient due to the unintended energy discharge. The burned residue fell into the cannula and never fell into the patient¿s anatomy. The surgeon confirmed that there was no fragment remained inside the patient¿s body via endoscope image. There was no additional surgical procedure required to remove the fragment. X-ray examination was performed on the patient after the procedure as part of a procedure to ensure no fragment retained.